Event description:
As reported, the indicator window of a 7f exoseal vascular closure device (vcd) did not change color until after device withdrawal. When the button was attempted, it was difficult to depress but could eventually be pressed fully. Manual compression was applied to the puncture site. There was no reported patient injury. The device was used following an aneurysm procedure. The device will be returned for evaluation. There was no difficulty when connecting the sheath with the exoseal vcd, and no resistance or friction occurred during advancement. The sheath was not kinked, and proper engagement with the indicator wire cowling and handle assembly was achieved, with an audible click. The device was securely locked with the sheath introducer. Pulsatile flow was observed from the bleed-back indicator, and retraction of the vcd and sheath together slowed or stopped the flow. The physician did not place a thumb on the deployment button during retraction, and no red color appeared in the indicator window. There was no issue with or damage to the deployment lever. The deployment button was not pressed fully inside the body because the indicator window did not change color. The operator was trained, and the device was stored and prepared according to the instructions for use (IFU). There were no signs of device or package damage prior to use. The exoseal vcd was used in an interventional procedure, and the procedure used a retrograde approach. A non-cordis sheath was used. Angiography confirmed the femoral artery¿s suitability, with the vessel diameter =5 mm, no calcium/plaque, no nearby stent, no stenosis >50%, no prior closure within 30 days, and no evidence of hematoma, arteriovenous fistula, or pseudoaneurysm.

Manufacturer narrative:
Due to system limitations, section h6 required to input type of investigation, investigation findings, and investigation conclusions for an initial report. Pending additional information to complete investigation. This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly: g3, g6, h1, h2, h3 and h6. As reported, the indicator window of a 7f exoseal vascular closure device (vcd) did not change color until after device withdrawal. When the button was attempted, it was difficult to depress but could eventually be pressed fully. Manual compression was applied to the puncture site. There was no reported patient injury. The device was used following an aneurysm procedure. There was no difficulty when connecting the sheath with the exoseal vcd, and no resistance or friction occurred during advancement. The sheath was not kinked, and proper engagement with the indicator wire cowling and handle assembly was achieved, with an audible click. The device was securely locked with the sheath introducer. Pulsatile flow was observed from the bleed-back indicator, and retraction of the vcd and sheath together slowed or stopped the flow. The physician did not place a thumb on the deployment button during retraction, and no red color appeared in the indicator window. There was no issue with or damage to the deployment lever. The deployment button was not pressed fully inside the body because the indicator window did not change color. The operator was trained, and the device was stored and prepared according to the instructions for use (IFU). There were no signs of device or package damage prior to use. The exoseal vcd was used in an interventional procedure, and the procedure used a retrograde approach. A non-cordis sheath was used. Angiography confirmed the femoral artery¿s suitability, with the vessel diameter =5 mm, no calcium/plaque, no nearby stent, no stenosis >50%, no prior closure within 30 days, and no evidence of hematoma, arteriovenous fistula, or pseudoaneurysm. A non-sterile exoseal vascular closure device 7f involved in the reported complaint was returned for investigation. Visual inspection of the device showed that the deployment lever was received not depressed, while the guard was locked. The plug was in manufactured position, and the indicator wire was found deployed. No catheter sheath introducer (csi) was returned for this evaluation. Finally, it was observed that the indicator window was received in the black/white position. During this visual analysis, no additional anomalies were observed to be reported. A deployment simulation evaluation was performed. During this analysis, the indicator wire was pulled to achieve the black/black position in the indicator window, followed by full depression of the deployment lever, resulting in indicator wire retraction and expected plug deployment. The indicator window subsequently shifted to the black/white/red position. No anomalies were observed during this analysis. A high-magnification microscopic evaluation was conducted to examine the internal mechanism of the unit. During this analysis, no abnormal conditions were observed to be reported. The reported events of ¿indicator window no change to indicator¿ and ¿deployment lever (button) actuation difficulty¿ were not observed on the returned device, as functional analysis demonstrated full window transition and complete depression of the deployment lever with successful plug deployment. The exact cause of the issue experienced could not be conclusively determined during analysis. Based on the information available for review and product analysis, unspecified procedural/handling factors such as attempting to deploy the deployment lever when the indicator window was not in the black/black may have contributed to the reported issue. As warned in the instructions for use (IFU), which is not intended as a mitigation, ¿during retraction of the exoseal device and the sheath as a single unit it is important to ensure that the operator¿s thumb is not placed or resting on the plug deployment button. The instructions for use (IFU) provides the following caution: if the graphic pattern in the indicator window does not change to a solid black color after approximately 1cm of retraction from the point that pulsatile flow significantly slowed or has stopped, discontinue the use of the device.¿ neither the product analysis, nor the information available for review suggests that the reported failure could be related to the design or manufacturing process of the unit. However, a risk assessment has been initiated to further investigate similar complaints reported.